Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported a defective retaining ring.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.